Event description:
It was reported that after the device changeout, the patient started to experience diaphragmatic stimulation. The patient was seen by the representative in the emergency room and reprogramming was done to stop the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg, implantable cardioverter defibrillator, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).